Event description:
It was reported that the ventilator has a graphical user interface (gui) audio failed. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and verified the condition. The gui speaker was replaced. The ventilator passed all testing.